Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down during use. It was further reported that the programmer became unresponsive during use. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported shutdown and unresponsive issues. However, analysis noted there were several errors in the event logs and the hard drive health was less than one-hundred percent. Analysis also noted that the power cord bay assembly latch was broken. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.